Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex with shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within an opened pipeline flex shield inner pouch. The pipeline flex with shield pusher was returned outside the phenome27 catheter. ¿ damage location details: the pushwire was found to be bent at ~114.0cm from proximal end. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and damaged. The phenom 27 catheter tip and marker were examined; and no damages were found. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The distal tip was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pipeline flex shield braid from the catheter lumen. An in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex with shield pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline flex with shield braid (fraying) and hypotube (stretching) and pushwire (bending); it is likely high force used during the delivery. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result ¿the broken end failed via torsional overload¿. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the pipeline became stuck in the .027 phenom catheter during delivery. The physician released the load in the system in an attempt to resolve the issue. The issue did not resolve. The catheter was flushed continuously with heparanized saline. The devices were prepared according to the instructions for use (IFU). The cathete was flushed as per IFU. Physician said, he switched the catheter and pipeline out for the same size/serial number of each and finished the procedure with a good result. No patient symptoms or complications were reported. Additional information was received that the patient was undergoing surgery for treatment of a cervical internal carotid artery aneurysm. It was noted the patient's vessel tortuosity was normal. Resistance occurred in the proximal 1/2 of the catheter. There was no damage observed to the pipeline pushwire or catheter.